Manufacturer narrative:
(B)(4). Concomitant medical products: persona natural tibia catalog # 42532007501 lot # 63304798. This bone cement is manufactured at (B)(4) medical and distributed through zimmer orthopaedic surgical products. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Per package insert loosening is one of the adverse effects of this procedure. However, a definitive root cause cannot be determined with the information provided root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Customer has indicated that the product will not be returned because it was retained by hospital. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0002648920-2018-00472.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty two years ago. Subsequently, the patient was revised due to loosening.

Manufacturer narrative:
Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown.